Event description:
Event is reported at extend-001 (B)(6) study site 029, patient 007. Device was implanted on (B)(6) 2024. On (B)(6) 2024 the patient experienced an event of intraluminal thrombus which was detected by cta (computed tomography angiography). No thrombus was noted pre operatively. The thoraflex hybrid device was deployed successfully without need for an unanticipated corrective intervention or emergency surgery. Treatment is ongoing for this event. No further information on the event, device deficiency, or outcome is present at this time.

Manufacturer narrative:
Clinical code 4440- thrombosis/thrombus- finding of partially adherent intraluminal thrombus at distal end of aortic graft. Intraluminal thrombus at distal end of descending aortic endograft stent. Impact code: 4607- prolonged hospitalisation. 4644- medication required- medication was administered to treat the adverse event. Medical device problem code: 3190- insufficient information- awaiting further information regarding device problem from the site. Component code: 4755- part/component/sub-assembly term not applicable. Type of investigation: 4111- communication / interviews- awaiting further information from the site. 4117- device not accessible for testing- device remains implanted. Investigation findings: 3233- results pending completion of investigation. Investigation conclusions: 11- conclusion not yet established.

Manufacturer narrative:
Clinical code: 4440- thrombosis/thrombus- finding of partially adherent intraluminal thrombus at distal end of aortic graft. Intraluminal thrombus at distal end of descending aortic endograft stent. Impact code: 4607- prolonged hospitalisation. 4644- medication required- medication was administered to treat the adverse event. Medical device problem code: 2993- adverse event without identified device or use problem- a review of device manufacturing records, and of the patient scans show that the device was manufactured to specification and implanted with no issues. No intraluminal thrombus ahs been identified from patient scans provided. No causal link between the event and the device has been determined. Component code: 4755- part/component/sub-assembly term not applicable. Type of investigation: 4111- communication / interviews- information provided by the complainant confirmed that the device was implanted successfully, and the patient has been administered anticoagulant medicine. It was also confirmed that the thrombus was not noted pre-operatively or during implantation, the patient had a previous repair, and there are no issues reported with interactions with the old device and the implanted thoraflex hybrid device. 4117- device not accessible for testing- device remains implanted. 4110- trend analysis- a review of similar events for this complaint category (thoraflex hybrid sales vs thoraflex hybrid occlusion / thrombosis events) gives a rate of (B)(4). A trend has been identified which is being investigated through internal actions. 3331- analysis of production records- a full batch review from raw material to finished product was performed which showed no issue with the manufacture of the device. 4112- analysis of information provided by user/third party- a review of patient scans provided by the complainant confirmed that the thoraflex hybrid device was implanted successfully, and that the device appears to be fully patent, with good stent ring expansion and no intraluminal thrombus demonstrated. Investigation findings: 213- no device problem found- as no device malfunction has been determined and the presence of the intraluminal thrombus cannot be confirmed, no causal link between the device and this event could be determined. Investigation conclusions: 4315- cause not established- as no device malfunction has been determined and the presence of the intraluminal thrombus cannot be confirmed, no causal link between the device and this event could be determined.

Event description:
Event is reported at extend-001 (nct05639400) study site: (B)(4), patient: (B)(6). Device was implanted on (B)(6) 2024. On (B)(6) 2024, the patient experienced an event of intraluminal thrombus which was detected by cta (computed tomography angiography). No thrombus was noted pre-operatively. The thoraflex hybrid device was deployed successfully without need for an unanticipated corrective intervention or emergency surgery. Treatment is ongoing for this event. This report is being submitted as a final for mfg report number: 9612515-2024-00076 to provide event closure information for tag0058.